Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/04/2014 with the following findings:the initial complaint of a power issue could not be investigated due to an unrelated display issue. Visual inspection showed that moisture was present behind the display lens, and the pump case was observed to be cracked. The battery compartment was found to be intact and the battery cap was able to fully tighten onto the pump. The pump failed a leak test due to the cracked pump case. The pump case was removed and evidence of moisture ingress was observed on internal components. Unrelated to this complaint, the pump powered up with a blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.